Event description:
It was reported that this left ventricular (lv) lead exhibited high out of range shock impedance measurements of 137 ohms. The patient has a non-boston scientific implantable cardioverter defibrillator (ICD) therefore, technical services (ts) recommended the health care professional (hcp) follow-up with the ICD manufacturer for recommendations. This lead remains in service. No adverse patient effects were reported.